Event description:
N/a.

Manufacturer narrative:
Additional information: the device was returned for evaluation. The reported complaint was confirmed. It was discovered that the mounting ball had fallen out of the frame. Customer photos were also submitted with the complaint details, and it can be confirmed that the blue screw had fallen out of the frame, threads couldn't be easily examined in the photograph. It was also observed in the photos, the crw frame appears to be in used condition, with the silver bracket screws removed from the connecting holes. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2020, during a case the crwprecise crw precision arc system frame broke requiring the case to be stopped prematurely. The surgeon was unable to place electrodes on the right side. A big disruption in patient diagnostics and care transpired. The blue screw (that secures the bomb site) threads fell out. The screw was supposed to be captured so the threads aren¿t removable. A male patient was prepped for surgery and the device was in contact with the patient. A revision/medical intervention was not required. The surgery had to be stopped but not delayed. Could no longer use the equipment to place electrodes on the right side. The patient was draped for surgery with head ring secured in place and the crw frame and arc attached. The first problem was one of the blue screws fell apart (the actual threads came out of the ¿captured¿ screw, so it was unable to be used with the bomb site). The bombsite was secured with a sterile strip. After working for several hours on the patient¿s left side (multiple electrodes were placed) it was necessary to reposition patient for right side electrode placement. Upon removing the frame from the head ring, one of the silver seating balls fell off the frame. Upon inspection, it was determined that the set screw was loose, so it wasn¿t holding the seating ball in place for stabilization. Surgery was discontinued at this point with no injury to patient, but the surgeon was unable to complete the case. Additional information has been requested.